Event description:
It was reported that during follow up it was noticed that the atrial lead was dislodged. The physician decided to reprogram the device and to reposition the atrial lead. The patient¿s condition is fine.

Manufacturer narrative:
(B)(4).